Manufacturer narrative:
The manufacturer is in the process of sending the affected device to the contract supplier.

Event description:
The user reported a leaking issue with the administration set to infutronix on (B)(6) 2017." 1 nimbus flex ii administration set-it1032 with check valve leaked about 20 cc's 5fu form what appeared to be the air eliminating 1.2 micron filter. The rn noticed this and the set was provided to pharmacy that saved the set and will return for root cause." No patient injury or harm occured for this case.

Manufacturer narrative:
The device was evaluated by (B)(4), inc on 11/09/2017. The user-reported leaking issue was confirmed. The details can be found in the report. (B)(4).

Event description:
This is a second follow-up for the initially filed MDR 3011581906-2017-00003.

Manufacturer narrative:
This follow-up corrects a typo made: PMA/510(k) section from the initial submission. The 510(k) number should be k140783.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2017-00003.